Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after many attempts, the left ventricular (lv) lead was placed into the lateral vein. When cutting the catheter, the lead dislodged. Testing then showed elevated threshold and diaphragmatic stimulation. The lead was then re-implanted with a new catheter, but could not reach the ideal position after repeated manipulation and the threshold was high and unstable. Subsequently, the lead was removed and not implanted. The physician also reported that there seemed to be a blockage in both catheters. No patient complications have been reported as a result of this event.